Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient is experiencing left eye swelling, which can be weepy and irritating for the patient. It was noted that the swollenness tends to be worse after a seizure and the patient is now sensitive to light. It was also noted that opticians indicated that her vision in the left eye has declined. The patient has received 3 courses of antibiotic drops which have not helped. No surgical intervention has been reported to date. No additional relevant information has been received to date.